Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not capturing, had high thresholds and was undersensing. It was further noted that the rv lead had dislodged. The lead was reprogrammed then capped and replaced. No patient complications have been reported as a result of this event.